Event description:
It was reported that a patient underwent a breast surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured breast implant of an undisclosed side by a medical professional. As a result, the patient underwent bilateral breast implant removal and replacement with mentor memorygel breast implants on (B)(6) 2025. As the affected side was not provided, the lot/serial numbers for both products are being provided as left implant - lot number: 9754986 / serial number: (B)(6) and right implant - lot number: 9646083 / serial number: (B)(6). The catalog and lot numbers are the same for both devices. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lots 9754986 and 9646083, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 11, 2025, the mentor analysis lab received the suspect medical device for evaluation. On june 17, 2025, mentor received information that indicated the left implant was the suspect device. The product identity was determined as the following: lot: 9754986. Serial: (B)(6). Additionally, the explanted devices were described in the post-op report as being found intact. The rupture could not be confirmed. Rupture is no longer applicable to this file. On june 18, 2025, mentor was notified that a left breast lump had been identified and subsequent ultrasound imaging diagnosed the patient with a rupture. However, in light of the new information the implants were intact post-explant. Therefore, breast mass was added to this file. On july 01, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Manufacturer¿s reference number: (B)(4).